Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 382 mg/dl. Customer blood glucose was 420 mg/dl at the time of call customer's spouse stated that customer blood glucose started going up with rewind problems going on for 2 months. The customer experienced symptoms such as feeling sick. The customer was treated with insulin at the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.